Manufacturer narrative:
Review of the data management system confirmed that the user had not been actively using the system since (B)(6) 2026. During the hospital stay, the user reported that the smart transmitter was lost. It was confirmed that the event was not related to diabetes, glucose measurements, or use of the eversense system.

Event description:
On (B)(6) 2026, the user reported being hospitalized due to seizures. The user stated that no diagnosis was provided during the hospitalization and reported feeling better at the time of follow-up, with discharge occurring the day after the event.